Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was not returned for evaluation, the legal manufacturer was not able to conclusively determine the root cause of the reported issue. Based on the results of the investigation, and since over six years have passed since the subject device was manufactured, the event likely occurred because of aging deterioration to either the power supply board or control board.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned on and the image was not displayed on the lcd panel of the subject device. There was no report of patient injury associated with the event.